Event description:
It was reported that the customer experienced unspecified differences in the readings from his sensor and his blood glucose levels. He stated the device was indicated low blood glucose when he was actually within normal range. This was a past event and at the time the report was made, the customer's blood glucose was 89 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.